Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked on (B)(4) occasions during use. The following information was provided by the initial reporter:(B)(6)2020 . The doctor used a 22g venous indwelling needle for the patient's magnetic resonance enhanced injection. After the patient was given a high-pressure injection, the venous indwelling needle catheter was ruptured, so the new venous indwelling needle was replaced immediately. After replacing the new venous indwelling needle, the catheter was damaged again, so the new indwelling needle was replaced again.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9239030. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, sample could not be obtained for evaluation and testing; without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this complaint, however based on the provided event description the most likely root cause is related to the use of high pressure during injection . The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked on 2 occasions during use. The following information was provided by the initial reporter: (B)(6) 2020. The doctor used a 22g venous indwelling needle for the patient's magnetic resonance enhanced injection. After the patient was given a high-pressure injection, the venous indwelling needle catheter was ruptured, so the new venous indwelling needle was replaced immediately. After replacing the new venous indwelling needle, the catheter was damaged again, so the new indwelling needle was replaced again.